Event description:
Report of "aggressive presentation of breast implant associated alk-1 negative alcl with bilateral axillary lymph node involvement' in an article by dr govind bhagat reprinted in informa healthcare 2009. Journal states, following reconstruction, "the pt developed right axillary lymphadenopathy ... Right axillary ln biopsy showed a large cell neoplasm infiltrating and expanding the sinuses. An exhaustive staining panel led to the diagnosis of an alk-1 negative alcl. The grossly intact implant was removed with capsulectomy." Results show "cd30+."

Manufacturer narrative:
The event of anaplastic large cell lymphoma was initially reported via easr on (B)(6) 2011, with the adverse event term code of cancer. An update to our safety database for this reported event notes that the term code has been changed to lymphoma - alcl due to increased specificity. Patient identifier (B)(6) relates to patients' record previously existing in (B)(6) database. Current database patient identifier is pr: (B)(6). Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/ chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. The natrelle core study will continue to evaluate the long-term (10 years) safety and effectiveness of these products. In addition, allergan has initiated a separate large 10-year post-approval study (the breast implant follow-up studies, or bifs) to address specific issues which allergan's core study was not designed to fully answer, as well as to provide a real-world assessment of some endpoints. The endpoints in the bifs large post-approval study include long-term local complications, connective tissue disease (ctd), ctd signs and symptoms, neurological disease, neurological signs and symptoms, offspring issues, reproductive issues, lactation issues, cancer, suicide, mammography issues, and MRI compliance and results. Allergan will update their labeling on a regular basis with the results of these two studies. There was 1 primary augmentation patient with a new diagnosis of breast cancer through 7 years in the core study. There was a 13% benign breast disease rate and a 1% malignant breast disease rate. For revision-augmentation patients, there was 1 patient with a new diagnosis of breast cancer. There was a 15% benign breast disease rate and a 1% malignant breast disease rate through 7 years. In primary augmentation patients there was 1 report of thyroid cancer and 1 report of brain cancer. There were no reports of other cancers, such as respiratory or cervical/vulvar, in revision-augmentation patients. There were 8 primary reconstruction patients (8%) with new reports of breast cancer through 7 years in the core study. There was a 17% benign breast disease rate and a 10% malignant breast disease rate through 7 years. For revision reconstruction patients, there were no reports of new diagnoses or reoccurrence of breast cancer. There was a 7% benign breast disease rate through 7 years. There were no reports of other cancers, such as brain, respiratory, or cervical/vulvar in primary reconstruction or revision-reconstruction patients.